Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had scratched lcd window.

Event description:
The customer reported being in the emergency room due to high blood glucose of 563mg/dl. The customer stated that while entering the carbohydrates the numbers where just ramping out. Then the customer changed out the battery and received a battery alarm. The customer stated that the alarm was unable to clear and the buttons were stuck. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.